Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that communication could not be established between the pulse generator and the programmer due to the device battery was depleted. The cause of the battery depletion could not be determined.

Event description:
It was reported that during a follow up in the clinic, the implantable cardiac monitor could not be interrogated. The device was explanted. No patient symptoms were reported.